Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported: the doctor stated that he used a mynx vascular closure device in a patient and had to hold manual pressure for longer than usual (less than 15 minutes). He would not elaborate on the issue and did not want to qualify the event as a failure.